Manufacturer narrative:
Date of event was approximated to (B)(6) 2020, as no event date was reported. This event was reported by the patient's legal representative. The implant surgeon is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a retropubic tension free vaginal tape and cystoscopy procedure, on (B)(6) 2020, for the treatment of urinary stress incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.